Manufacturer narrative:
(B)(4). Lockout spring out of position, disengaged extension spring. Eval summary: the analysis results for the mcm20 instrument confirmed that it was returned non-functional. The instrument was cycled and would not fed the clips and the anti-backup mechanism was noted to be non-functional. Upon disassembly of the instrument the lockout spring was found to be out of position and the extension spring was found to be disengaged from the feedbar driver. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a CABG procedure the device would not fire staples, they used a second and encountered the same firing issue, a third device was to complete the case. No pt consequence was reported, 1 device was discarded and 1 is being returned.